Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain / severe abdominal cramping") and pelvic pain ("pain") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine, bipolar disorder, obsessive-compulsive disorder, anxiety, agoraphobia, pap smear abnormal, appendectomy, sinus operation, wisdom teeth removal, vaginal delivery (3), cystitis interstitial in 2011, appendix disorder in 2010 and human papilloma virus infection from 2004 to 2006. Previously administered products included for an unreported indication: seroquel. Concurrent conditions included breast lump, breast pain, urinary frequency, urinary urgency, irregular menstrual cycle, anger, post-traumatic stress disorder, ovarian pain, bladder prolapse, carpal tunnel syndrome, bipolar I disorder, ethmoidectomy, sinus antrostomy, obsessive-compulsive disorder and post-traumatic stress disorder since 2004. Concomitant products included lamotrigine (lamictal). On (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced menorrhagia ("abnormal heavy menstrual bleeding /prolonged menses / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash ("skin rash"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)") and vulvovaginal burning sensation ("valvular burning"). In 2013, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), alopecia ("hair loss"), fatigue ("fatigue"), vulvovaginal candidiasis ("candidiasis of vulva and vagina"), fungal infection ("abnormal budding yeast"), weight increased ("weight gain") and dysgeusia ("metallic taste in mouth"). In (B)(6)2013, the patient experienced depression ("depression"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6)2014, the patient experienced adenomyosis ("reproductive system disorder or condition ¿adenomyosis"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), procedural pain ("painful post-operative recovery"), headache ("headaches"), allergy to metals ("nickel allergy"), migraine ("migraines"), vaginal infection ("vaginal infections") with vaginal discharge, weight fluctuation ("weight fluctuation"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), mood swings ("hormonal changes ¿ mood swings") and anxiety ("anxiety"). The patient was treated with fluconazole (diflucan), fluconazole, panadeine co (tylenol #3), pamprin, levonorgestrel (mirena), surgery (anterior repair, tension-free vaginal tape with cystoscopy) and surgery (robotic-assisted laparoscopic hysterectomy with left salpingo- oophorectomy). Essure was removed on (B)(6)2015. In (B)(6)2013, the anxiety was resolving. At the time of the report, the abdominal pain lower, pelvic pain, dysmenorrhoea, rash, abdominal pain, alopecia, fungal infection and dysgeusia had resolved, the menorrhagia, back pain, dyspareunia, migraine, vaginal infection, fatigue and weight fluctuation had not resolved, the vaginal haemorrhage, headache, allergy to metals, female sexual dysfunction, mood swings, vulvovaginal candidiasis, adenomyosis, weight increased and vulvovaginal burning sensation outcome was unknown and the procedural pain and depression was resolving. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, allergy to metals, alopecia, anxiety, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fungal infection, headache, menorrhagia, migraine, mood swings, pelvic pain, procedural pain, rash, vaginal haemorrhage, vaginal infection, vulvovaginal burning sensation, vulvovaginal candidiasis, weight fluctuation and weight increased to be related to essure. The reporter commented: patient sought medical attention for her symptoms. Since having the surgery, patient continues to suffer from her symptoms. Patient underwent hysterectomy with unilateral salpingo-oophorectomy, robotic-assisted laparoscopic hysterectomy with left salpingo-oophorectomy, vaginal vault suspension. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: total bilateral occlusion weight: 140lbs (at time of pfs completion). ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming- pelvic pain,dyspareunia, dysuria,adenomyosis". Most recent follow-up information incorporated above includes: on 11-oct-2018: pfs received: FDA codes added. Reporter information, other relevant history and concomitant drug were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain / severe abdominal cramping") and pelvic pain ("pain") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine, bipolar disorder, obsessive-compulsive disorder, anxiety, agoraphobia, pap smear abnormal, appendectomy, sinus operation, wisdom teeth removal and vaginal delivery (3). Concurrent conditions included breast lump, breast pain, urinary frequency, urinary urgency, irregular menstrual cycle, anger, post-traumatic stress disorder, ovarian pain and bladder prolapse. In (B)(6) 2013, the patient experienced rash ("skin rash"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("abnormal heavy menstrual bleeding /prolonged menses / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6), the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), alopecia ("hair loss"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), vulvovaginal candidiasis ("candidiasis of vulva and vagina"), fungal infection ("abnormal budding yeast"), weight increased ("weight gain"), dysgeusia ("metallic taste in mouth") and vulvovaginal burning sensation ("valvular burning"). In (B)(6), the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). In (B)(6) 2014, the patient experienced adenomyosis ("reproductive system disorder or condition ¿adenomyosis"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), procedural pain ("painful post-operative recovery"), headache ("headaches"), allergy to metals ("nickel allergy"), migraine ("migraines"), vaginal infection ("vaginal infections") with vaginal discharge, weight fluctuation ("weight fluctuation"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), mood swings ("hormonal changes ¿ mood swings"), depression ("depression") and anxiety ("anxiety"). The patient was treated with fluconazole (diflucan), fluconazole, panadeine co (tylenol #3), pamprin, levonorgestrel (mirena), surgery (anterior repair, tension-free vaginal tape with cystoscopy, robotic-assisted laparoscopic hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, pelvic pain, dysmenorrhoea, rash, abdominal pain, alopecia, fungal infection and dysgeusia had resolved, the menorrhagia, back pain, dyspareunia, migraine, vaginal infection, fatigue and weight fluctuation had not resolved, the vaginal haemorrhage, headache, allergy to metals, female sexual dysfunction, mood swings, vulvovaginal candidiasis, adenomyosis, weight increased and vulvovaginal burning sensation outcome was unknown and the procedural pain, depression and anxiety was resolving. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, allergy to metals, alopecia, anxiety, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fungal infection, headache, menorrhagia, migraine, mood swings, pelvic pain, procedural pain, rash, vaginal haemorrhage, vaginal infection, vulvovaginal burning sensation, vulvovaginal candidiasis, weight fluctuation and weight increased to be related to essure. The reporter commented: patient sought medical attention for her symptoms. Since having the surgery, patient continues to suffer from her symptoms. Patient underwent hysterectomy with unilateral salpingo-oophorectomy, robotic-assisted laparoscopic hysterectomy with left salpingo-oophorectomy, vaginal vault suspension. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: confirming full occlusion of fallopian tubes. Weight: 140lbs (at time of pfs completion). ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming- pelvic pain,dyspareunia, dysuria,adenomyosis". Most recent follow-up information incorporated above includes: on 2-mar-2018: pfs and medical record received. Events- "abnormal bleeding (vaginal), apareunia (inability to have sexual intercourse), hormonal changes ¿ mood swings , candidiasis of vulva and vagina, abnormal budding yeast , headaches , nickel allergy , pain, depression , anxiety , skin rash , reproductive system disorder or condition ¿adenomyosis, weight gain , metallic taste in mouth, valvular burning, abdominal pain", reporter added from pfs. Concomitant condition added from medical record. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain / severe abdominal cramping") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("abnormal heavy menstrual bleeding /prolonged menses"), back pain ("severe back pain"), alopecia ("hair loss"), dyspareunia ("pain during intercourse"), migraine ("migraines"), vaginal infection ("vaginal infections"), fatigue ("fatigue"), weight fluctuation ("weight fluctuation") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (underwent a total hysterectomy with bilateral salpingectomy and left oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, dysmenorrhoea, menorrhagia, back pain, alopecia, dyspareunia, migraine, vaginal infection, fatigue and weight fluctuation had not resolved and the procedural pain was resolving. The reporter considered abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, procedural pain, vaginal infection and weight fluctuation to be related to essure. The reporter commented: patient sought medical attention for her symptoms. Since having the surgery, patient continues to suffer from her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: confirming full occlusion of fallopian tubes. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.